Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain- regular and moderate to severe"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), basedow's disease ("auto immune disorder- graves' disease & hashimoto's disease") and autoimmune thyroiditis ("auto immune disorder- graves' disease & hashimoto's disease") in a 37-year-old female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1995 and (B)(6) 2003), bladder atony, delivery, neoplasm skin, phlebitis, systolic murmur, thyrotoxicosis, goiter diffuse, varicose vein, wisdom teeth removal in 1990 and benign skin neoplasm excision. Previously administered products included for an unreported indication: nuvaring from 2010 to (B)(6) 2012. Concurrent conditions included overweight, nonsmoker, acne, dyspnea since (B)(6) 2015, venous pressure increased, inflammation nos since (B)(6) 2016, hirsutism since(B)(6) 2016, chest pain since (B)(6) 2016, abdominal pain since (B)(6) 2016 and vulval itching since (B)(6) 2016. Family history included diverticulitis, hypothyroidism (mother) and hyperlipidemia. Concomitant products included drospirenone + ethinylestradiol (yasmin) and medroxyprogesterone acetate (depo-provera) for birth control as well as anaesthetics (anesthesia), calcium, doxycycline (vibramycin) from (B)(6) 2014 to (B)(6) 2016, ibuprofen (motrin) since (B)(6) 2013, levothyroxine sodium (synthroid), oxycocet (percocet) from (B)(6) 2013 to (B)(6) 2016, phentermine hydrochloride (adipex-p) from (B)(6) 2013 to (B)(6) 2017, propylthiouracil from (B)(6) 2014 to (B)(6) 2015, spironolactone from (B)(6) 2014 to (B)(6) 2016, thiamazole (methimazole) from (B)(6) 2015 to (B)(6) 2015, thyroid since (B)(6) 2016, treclin (ziana) from (B)(6) 2014 to (B)(6) 2016 and vitamin d nos. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress ("stress"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant) with exophthalmos, autoimmune thyroiditis (seriousness criterion medically significant), migraine ("migraine headaches, migraines / headaches"), headache ("migraines / headaches, head pain- regular and moderate to severe") and palpitations ("blood or heart disorder - heart palpitations"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). On (B)(6) 2014, the patient experienced visual impairment (seriousness criterion medically significant) and eye disorder (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced vaginal discharge ("irregular vaginal discharge"), anxiety ("anxiety"), depression ("depression") with mood swings and crying, dizziness ("neurological conditions or problems- dizzy spells, lightheadedness & balance issues"), balance disorder ("neurological conditions or problems- dizzy spells, lightheadedness & balance issues") and muscular weakness ("muscle weakness"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and preservation of ovarie), surgery (eye surgeries) and surgery (eye surgeries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, basedow's disease, autoimmune thyroiditis, vaginal discharge, alopecia and migraine had resolved and the visual impairment, eye disorder, headache, allergy to metals, palpitations, vaginal haemorrhage, menorrhagia, stress, fatigue, hormone level abnormal, dysmenorrhoea, anxiety, depression, dizziness, balance disorder and muscular weakness outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune thyroiditis, balance disorder, basedow's disease, depression, dizziness, dysmenorrhoea, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, migraine, muscular weakness, palpitations, pelvic pain, stress, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded pregnancy test - on (B)(6) 2013: negative. On an unknown date patient underwent an EKG and stress test due to blood or heart disorder. On (B)(6) 2013, hysterosalpingogram showed the patient appears to be effectively sterilized. There is some extravasation of contrast into the vascular and lymphatic channels along the broad ligament adjacent to the uterus. On (B)(6) 2016, surgical pathological report showed the uterus and cervix weigh, in aggregate. 75 grams. The serosal surface is grossly unremarkable. The ectocervix is irregular and otherwise unremarkable. Upon opening of the specimen, the endocervical canal is unremarkable. The endometrial cavity measures 4.0 x 1.0 x 0.5 cm. It is lined by fleshy, tan endometriuml. The myometrium unremarkable. The fallopian tubes show the presence of intratubal coils. Concerning the injuries reported in this case, the following ones were described in patient's medical records: grave¿s disease, vaginal discharge, menorrhagia, dizziness, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain- regular and moderate to severe"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), basedow's disease ("auto immune disorder- graves' disease & hashimoto's disease") and autoimmune thyroiditis ("auto immune disorder- graves' disease & hashimoto's disease") in a (B)(6) year-old female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1995 and (B)(6) 2003), bladder atony, delivery, neoplasm skin, phlebitis, systolic murmur, thyrotoxicosis, goiter diffuse, varicose vein, wisdom teeth removal in 1990 and benign skin neoplasm excision. Previously administered products included for an unreported indication: nuvaring from 2010 to (B)(6) 2012. Concurrent conditions included overweight, nonsmoker, acne, dyspnea since (B)(6) 2015, hypertension, inflammation nos since (B)(6) 2016, hirsutism since (B)(6) 2016, chest pain since (B)(6) 2016, abdominal pain since (B)(6) 2016 and vulval itching since (B)(6) 2016. Family history included diverticulitis, hypothyroidism (mother) and hyperlipidemia. Concomitant products included drospirenone + ethinylestradiol (yasmin) and medroxyprogesterone acetate (depo-provera) for birth control as well as anaesthetics (anesthesia), calcium, doxycycline from (B)(6) 2014 to (B)(6) 2016, ibuprofen since (B)(6) 2013, levothyroxine sodium (synthroid), phentermine hydrochloride (adipex-p) from (B)(6) 2013 to (B)(6) 2017, propylthiouracil from (B)(6) 2014 to (B)(6) 2015, spironolactone from (B)(6) 2014 to (B)(6) 2016, thiamazole (methimazole) from (B)(6) 2015 to (B)(6) 2015, treclin (ziana) from (B)(6) 2014 to (B)(6) 2016, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]) from (B)(6) 2013 to (B)(6) 2016, vitamin d nos and wpthyroid since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress ("stress"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant) with exophthalmos, autoimmune thyroiditis (seriousness criterion medically significant), migraine ("migraine headaches, migraines / headaches"), headache ("migraines / headaches, head pain- regular and moderate to severe") and palpitations ("blood or heart disorder - heart palpitations"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). On (B)(6) 2014, the patient experienced visual impairment (seriousness criterion medically significant) and eye disorder (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced vaginal discharge ("irregular vaginal discharge"), anxiety ("anxiety"), depression ("depression") with mood swings and crying, dizziness ("neurological conditions or problems- dizzy spells, lightheadedness & balance issues"), balance disorder ("neurological conditions or problems- dizzy spells, lightheadedness & balance issues") and muscular weakness ("muscle weakness"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and preservation of ovarie) and surgery (eye surgeries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, basedow's disease, autoimmune thyroiditis, vaginal discharge, alopecia and migraine had resolved and the visual impairment, eye disorder, headache, allergy to metals, palpitations, vaginal haemorrhage, menorrhagia, stress, fatigue, hormone level abnormal, dysmenorrhoea, anxiety, depression, dizziness, balance disorder and muscular weakness outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune thyroiditis, balance disorder, basedow's disease, depression, dizziness, dysmenorrhoea, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, migraine, muscular weakness, palpitations, pelvic pain, stress, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded pregnancy test - on (B)(6) 2013: negative. On an unknown date patient underwent an EKG and stress test due to blood or heart disorder. On (B)(6) 2013, hysterosalpingogram showed the patient appears to be effectively sterilized. There is some extravasation of contrast into the vascular and lymphatic channels along the broad ligament adjacent to the uterus. On (B)(6) 2016, surgical pathological report showed the uterus and cervix weigh, in aggregate. 75 grams. The serosal surface is grossly unremarkable. The ectocervix is irregular and otherwise unremarkable. Upon opening of the specimen, the endocervical canal is unremarkable. The endometrial cavity measures 4.0 x 1.0 x 0.5 cm. It is lined by fleshy, tan endometriuml. The myometrium unremarkable. The fallopian tubes show the presence of intratubal coils. Concerning the injuries reported in this case, the following ones were described in patient's medical records: grave¿s disease, vaginal discharge, menorrhagia, dizziness, fatigue. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and mr received: new reporters, patient demographic information, product lot no, indication, historical and concomitant drugs and conditions, new events pelvic pain, headache, allergy to metals, palpitations, vaginal haemorrhage, menorrhagia, mood swings, stress, crying , fatigue, hormone level abnormal, visual impairment, eye disorder, exophthalmos , dysmenorrhea, anxiety, depression, dizziness, balance disorder, muscular weakness added. Outcome for the event pelvic pain added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal discharge ("irregular vaginal discharge") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal discharge (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto immune disorder"), alopecia ("hair loss") and migraine ("migraine headaches"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal discharge, autoimmune disorder, alopecia and migraine had resolved. The reporter considered alopecia, autoimmune disorder, migraine and vaginal discharge to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.